Event description:
It was reported that noise was observed on the right ventricular (rv) lead. The possibility of the current (rv) lead rubbing on a previously capped rv lead was discussed though not confirmed. An x-ray was recommended. The patient was to present for additional testing but cancelled. There were no reported patient consequences.